Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400-600 mg/dl range. A bolus of insulin was delivered to address the bg level. There were no pump alerts or alarms. The customer was hospitalized on (B)(6) 2016 for the high bg level and diabetic ketoacidosis. The customer was treated with intravenous insulin and was discharged on (B)(6) 2016. There was no permanent damage reported.